Manufacturer narrative:
Root cause: the true root cause and source of the hair is unable to be identified. The reporting customer was unable to positively identify the component within the kit in which the hair was contained. Therefore, the location of the hair within the finished good is unknown. Three potential sources of hair contamination have been identified. The first source is vendor supplied products, and a second source is employees at the manufacturing facility. An additional potential source of hair contamination is the end user during the set up process. Corrective action: a corrective and preventive action (corp-(B)(4)) was initiated in 2015 to address hair contamination in finished good trays. The following corrective actions have been initiated as part of the CAPA: additional lab coats were ordered so that assembly personnel can don a new jacket at the beginning of every shift; twelve new bouffants were evaluated by quality control, plant management, and production personnel. None were found to outperform the current hair covering. The decision was made to retain the current bouffant but require employees to use more than one covering if needed; the vendor of the or towel that was the source of many hair complaints was contacted. The supplier indicated additional dress code precautions have been taken; or towels found to have been the source of several hair complaints were set to purchase inspect and are being evaluated by quality control personnel upon receipt. Investigation summary an internal complaint ((B)(4)) was received indicating that a craniotomy tray (finished good (B)(4), lot 42344688) contained a hair-like particle, which resulted in the end user having to turn over the room and delay the procedure by one hour. The sample was returned for evaluation. When a complaint is received indicating a hair is found in a tray, deroyal tries to determine from the sample evaluation and information reported by the customer where the hair was introduced into the finished good. In this case, the customer was unable to identify where the hair was contained within the pack. This location of the hair also could not be determined from the sample evaluation. The work order was reviewed for discrepancies that would have contributed to the reported issue. No discrepancies were identified. Deroyal initiated a CAPA investigation in 2015 to evaluate hair-related complaints relative to product reports of "hair inside packs." Deroyal is continuing to monitor trends for hair-related issues. Preventive action: a preventive action has not been taken due to the root cause determination. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Event description:
A hair-like particle was found in a tray. As a result, the staff had to turn over the room, which delayed the procedure by an hour.